Event description:
Customer reported system is displaying an error code. Not pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse that was the wrong size. System operates as intended.